Event description:
Related manufacture reference number: 2017865-2022-09252, 2017865-2022-09253, 2017865-2022-09254. It was reported the patient presented during clinical follow-up, symptomatic of pocket erosion and infection. The pacing system was explanted (B)(6) 2022 and the pocket was drained. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
The reported event of erosion was unconfirmed. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.